Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, leakage occurred from biopsy channel and inner control section was corroded by water invasion. Therefore, manufacture business center presume that corrosion caused angulation malfunction. The event can be detected/prevented by following the instructions for use: the user may detect the event by handling the device in accordance with the following item of instructions for use: operation manual_ preparation and inspection_ inspection of the endoscope_ inspection of the bending mechanism. The user may prevent occurrence of the event by handling the device in accordance with the following item of instructions for use: reprocessing manual_ reprocessing the endoscope_ leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the uretero-reno videoscope exhibited wear of angle wire and bending section cannot be controlled at all. There were no reports of patient involvement.